Event description:
During the pulmonary procedure when device was being used in an off-label manner, the cutting balloon started leaking and an atherotome (longitudinal blade) detached from it. It was retrieved using an endoscopic grasper. The doctor wrote in his notes, "balloon dilation to 6mm performed of right middle lobe. No significant bleeding and dilation of rml not significant post intervention."